Manufacturer narrative:
In previous report, reporter incorrectly captured that the device serviced by 3rd party, date returned to mfg., device eval by mfg. And device avail for eval. And did not capture action taken during device evaluation. These were corrected in this report. Due date has been updated. In box d: device serviced by 3rd party, date returned to mfg. And device avail for eval. Have been updated. In box g: date received by mfg has been updated. In box h: device avail for eval, device eval by mfg, device evaluation method code grid have been updated. During device evluation, device was scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to CPAP device's sound abatement foam. There was no report of medical intervention. There was no report of serious or permanent harm or injury. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of visible foam particles. The third-party service centre concludes that they couldn't confirm the customer's allegation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.